Event description:
It was reported that patient enrolled in clinical study underwent an open reduction internal fixation procedure on an unknown date in 1986. It was further reported patient underwent a conversion to total hip arthroplasty on (B)(6) 2001 subsequently, patient was revised and underwent an open reduction internal fixation on the left side on (B)(6) 2008 due to impending femur fracture. Operative notes provided indicate severe osteoporosis and bone loss. It was also noted the proximal stem was well fixed with presence of osteolysis and the acetabular component showed wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00593 / 02995).